Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: a tear / "punched out" mark on the shrink hose in the articulation area was noted. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the investigation results, a definitive conclusion or root cause for the reported issue could not be determined, but user-error is suspected. There is no indication for a material, manufacturing, or design-related failure. These tears may occur when the instrument is used with an unsuitable or damaged trocar or by the attempt to pull out the trocar in articulated (not neutral) status. Judging by the shape and appearance of the defect mark, it was created when the instrument was pulled out of the trocar. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with pl751su - caiman maryland articulating d5/360mm. According to the complaint description, part of the black material on the shaft was chipped off. The operating room staff noted that it was burnt/melted. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no.(B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us the reported device is not marketed in the us.